Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2021. The most recent information was received on 08-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 46-year-old female patient who had essure (ess205) (batch no. C26938) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), iron deficiency anaemia ("recurrent anaemia"), back pain ("back pain"), pain ("stinging"), lacrimation increased ("tearing"), dry eye ("dry eyes"), alopecia ("hair loss"), headache ("headaches") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, iron deficiency anaemia, back pain, pain, lacrimation increased, dry eye, alopecia, headache and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, dry eye, fatigue, headache, heavy menstrual bleeding, iron deficiency anaemia, lacrimation increased, pain and pelvic pain with essure (ess205). The reporter commented: reported essure model (ess350) does not match the insert date (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. C26938) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), iron deficiency anaemia ("recurrent anaemia"), back pain ("back pain"), pain ("stinging"), lacrimation increased ("tearing"), dry eye ("dry eyes"), alopecia ("hair loss"), headache ("headaches") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, iron deficiency anaemia, back pain, pain, lacrimation increased, dry eye, alopecia, headache and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, dry eye, fatigue, headache, heavy menstrual bleeding, iron deficiency anaemia, lacrimation increased, pain and pelvic pain with essure (ess205). The reporter commented: reported essure model (ess350) does not match the insert date (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.